Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate. Denture was removed, implant and abutment remained in attachment housing.